Event description:
It was reported to bsc/target that during the procedure the gdc 10-3d 3d-shape synerg detection circuit detached prematurely within the microcatheter. The detachment gap never left the microcatheter tip. It was deployed 8 to 10 times trying to make it fit. The patient was reported to be in good condition.